Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Once haptic was bent-gusset and distal area onto the anterior optic surface. The optic had a scrape mark. The lens was foldable using folding tweezers and unfolded with no abnormalities observed. While we were unable to determine the origin o the damage, our observations reasonably suggests the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 05/14/2009 and 06/04/2009 by mail. A completed questionaire has not been received. This report was mailed to FDA on: 06/12/2009.

Event description:
A user facility reported that an intraovular lens (iol) would not fold properly. Pt impact remains unk. Add'l info has been requested.